Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm approximately eight years ago. It was reported that on an unknown date, the patient was admitted to the hospital with bowel ischemia. A CT scan revealed an endoleak, so the patient was transferred to another hospital. The physician decided to explant the stent grafts. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event is unknown. (B)(4). Evaluation, results: inherent risk of procedure (endoleak, removal of implant); (unknown cause of event); conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak, removal of implant).

Event description:
From the examination of the returned devices and the clinical information provided, the cause of the reported endoleak could not be confirmed. However, multiple fabric tears were seen surrounding the bifurcate aortic body, which may have been the source of a possible type iii fabric endoleak. The cause of the fabric tears could not be confirmed, but appeared to have been caused by abrasion and crease fatigue. No other device integrity issues were observed. Films were not provided, and the in-vivo configuration of the stent graft over the implant duration is unknown. The devices were returned transected in several sections. The ipsilateral and contralateral limbs were returned transected near the level of the gate; the distal portions of the limbs were not returned thereby limiting the extent of the investigation.